Event description:
Plaintiff reports bilateral implantation 3/3/83 with replacement 5/22/84. Plaintiff alleges various illnesses including, but not limited to scleroderma, rheumatoid arthritis, and chronic fatigue.